Event description:
It was reported that the ilet user fell asleep after changing supplies and did not complete reconnection to the pump, after which the sensor indicated high glucose and the user later reconnected the pump and reported moderate ketones; troubleshooting and education were provided, including guidance to hydrate and recheck in 1 to 2 hours. Symptoms included hyperglycemia with moderate ketones. Outcomes included temporary interruption of insulin delivery with self-management at home and no hospitalization. Investigation included review of the user¿s report and troubleshooting guidance provided by support. Investigation of this case revealed user-related interruption of insulin delivery prior to reconnection, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.